Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited noise and p-wave amplitude variation. Programming changes were made. There were no consequences to the patient.